Manufacturer narrative:
The device was received for evaluation. During functional testing, failed downstream occlusion test was not reproduced. The device was tested for downstream occlusion detection and passed. A review of the event history log revealed multiple events of "downstream occlusion!" Alarms however the event history log cannot confirm if the alarms were true of false. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion with psi 21.29. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.